Event description:
The customer reported to olympus, the xenon light source does not display an image. The issue was found during an unspecified procedure. The procedure was completed using a similar device. The device was reported to be inspected before use. There were no reports of patient harm. This medical device report (MDR) is related to patient identifier (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's complaint was not reproduced, however likely occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.